Manufacturer narrative:
Pump passed functional and occlusion tests. Pump had no audio due to broken transducer wire.

Event description:
Father reported pump having no audio. Troubleshooting was performed and pump was returned for analysis.